Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3093-28 lot# va02euc, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was only getting the ¿splash screen¿ on her programmer the day prior to the report. The patient changed the batteries and was able to get to the home screen. The patient also used a heating pad the day prior to the report, as she had done in the past, but this time experienced a single ¿jolting sensation.¿ the patient ¿had not felt it yet¿ and then had the issue with the programmer. The patient felt the events were related. Additional information was requested, but was not available as of the date of this report.